Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that an external paddle set and paddle pocket plates were ordered for replacement. Additional details have been requested. We are considering this to be a possible malfunction of the paddles/pocket-plates. There was no patient involvement.